Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 1888tc competitor implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a false lead integrity alert (lia) as there was no lead issue. The patient was going in and out of ventricular tachycardia (vt) and ventricular fibrillation (vf) which did not meet the criteria for therapy. The patient arrested and was externally rescued. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review of the manufacturer¿s database indicated the patient is deceased and died two days after the cardiac arrest. The patient¿s leads (right ventricular and right atrial) are competitor products. Additional information related to the cause of death have been requested and not received. (B)(4).